Event description:
The operator of an advia centaur xp instrument stated that initial (B)(6) results for (B)(6) were transmitted to the laboratory information system (lis) prior to the sample being repeated on the instrument. The samples were manually repeated on the instrument. The operator stated that, to her knowledge, no (B)(6) results were reported to the physician(s) prior to repeat testing. There are no known reports of patient intervention or adverse health consequences due to (B)(6) results being sent to the lis prior to repeat testing.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the final result rule (frr) was not configured for some of the customer's infectious disease assays. The frr repeats (B)(6) samples twice, and the final result sent to the lis is the result (positive or negative) that is obtained two of three times or all three times the sample is run. The cse configured the frr on the instrument for the customer's infectious disease assays not configured for the frr. The cause of initial (B)(6) results being transmitted to the lis prior to repeat testing was a configuration issue. This instrument is performing according to specifications. No further evaluation of this device is required.